Manufacturer narrative:
. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw5157992, the event description states that medtronic received information following the implant of a medtronic transcatheter bioprosthetic valve, a pseudoaneurysm developed at a femoral access site. This site was not the delivery catheter system (dcs) access site. A contributing factor/cause reported was a failure of the angio-seal 6.5 mm vascular closure system. The pseudoaneurysm was treated with ultrasound-targeted compression and a thrombin injection with a good' result. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential pseudoaneurysm. The exact root cause cannot be determined. The likely cause was determined to have been procedural factors or improper deployment resulting in a pseudoaneurysm. The relationship of the device to reported event could not be substantiated. The device history record (DHR was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).